Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had station failed to power on and was offline in rss. Device also failed to boot up hence the issue persist. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turn on. A field service engineer (fse) determined that the issue was with drawer 3.1. Fse replaced the main pyxis bus controller board and the drawer board, and the customer confirmed the repair was successful. The system functioned as intended after the field service engineer repaired the device.